Manufacturer narrative:
Major bleed: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of the issue was likely patient condition related as clinical information revealed flow issues resolved after volume resuscitation and pump was reported to flow properly afterward.

Manufacturer narrative:
Additional information was received therefore b5 and d6b was updated.

Event description:
Clinical rationale: an impella cp was inserted via right femoral artery in a 47 year old female for post-cardiotomy cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. On day two of support, it was reported the pump was unable to go above p-2 or the suction alarm occurred. The patient was bleeding from an unknown location and an unknown amount of blood products were administered. Field representative relayed information from medical center staff stated that the patient is post operative coronary artery bypass graft surgery and was initially having blood loss from chest tubes. Once patient received adequate volume resuscitation, the impella was able to flow appropriately in the setting of lv unloading for a va ECMO patient. Bleeding is a known potential adverse event of the impella cp per the instructions for use.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 47 year old female for post-cardiotomy cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. On day two of support, it was reported the pump was unable to go above p-2 or the suction alarm occurred. The patient was bleeding from an unknown location and an unknown amount of blood products were administered. Bleeding is a known potential adverse event of the impella cp per the instructions for use.